Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and power management board were replaced to address the issue.